Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed ~8.5 hours of cgm glucose being in range or only slightly above range, with very moderate correction insulin given above basal. A cartridge change and tubing fill was recorded about an hour before the event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hypoglycemic event, as the ilet had given minimal insulin above basal for several hours prior and similar instances of this pattern and dosing did not result in hypoglycemia. It is possible that the user was connected to their tubing at some point during the supply change and received an unintentional bolus of insulin.

Event description:
On 9/6/2024, a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event. The event occurred on 9/5/2024. On 9/7/2024, a beta bionics customer care agent followed up with the user about the event. The user reported they had experienced "low" (<40 mg/dl) bg levels after eating dinner. According to the ilet data logs, the user also completed the fill cartridge and tubing sequence twice on (B)(6) 2024. The user stated that their fiancé usually performs supply changes and that they only conduct the fill tubing sequence once during supply changes. Their fiancé drove them to the hospital on (B)(6) 2024, where they were treated with a sugar water drip and released on the same day. The user has since returned to using the ilet.